Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the device was conducted correctly. The visual examination carried out revealed that the broken haptic was probably as a result of the lens being handled whilst in a dehydrated state during the implantation. Lenstec therefore recommends that the lens should not be held out of the saline solution for more than two minutes as recommended in the instructions for use. The damage on the optic area was probably as a result of the lens being removed from the eye. The lc 16 cartridge used is compatible with the +19.5d softec I lens and once the instructions for use are followed, proper ejection of the lens in the eye should occur. (B)(4).

Event description:
Lenstec received an email stating ' lens was put into patients eye then removed. No injury. Cartridge malfunction.'